Event description:
It was reported that the patient was diaphoretic and had increased pain. The patient was admitted to the emergency room. The patient's family believed that the pump was malfunctioning and/or that the pump was empty and should have been filled at the end of (B)(6) 2012. No alarms have been reported. Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), (B)(4).